Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No missing segments/partial display noted. No damage noted on the lcd glass. Unit communicated properly with the guardian link 3 transmitter and the test plug. No pump/sensor communication anomaly or unexpected sensor error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with partial display screen. The blood glucose was 183 mg/dl at the time of the incident. The display screen was blacked out. Troubleshooting steps were guided for partial display screen. Customer advised to replace and discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.